Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted small r-waves and intermittent undersensing on the right ventricular (rv) lead. Intermit tent undersensing was also seen on the atrial lead. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.